Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to high, out of range, high voltage lead impedance. Diagnostic imaging revealed no visual anomalies. Patient was in good condition post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received notes that the high voltage lead impedance was due to lead fracture.